Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the sensor failed and upon removal, patient observed that the sensor wire was missing and believed it had remained embedded in his skin. At the time of sensor removal, the patient did not experience any symptoms. On (B)(6) 2026, the patient went to his doctor for evaluation of the affected area. The doctor ordered an x-ray, which confirmed the presence of a retained sensor wire in the patient¿s arm. Following the evaluation, the physician prescribed an oral antibiotic cephalexin (keflex) 500 mg, to be taken 4x daily for seven days. In addition, the patient was referred to a surgeon to assess the retained wire and determine the need for removal. The patient did not undergo a surgical intervention due to the stuck wire. There was no documentation of further medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).